Manufacturer narrative:
Concomitant product: sesr01 ipg, implanted: (B)(6) 2011; 5867-3m adaptor, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds, no capture, and high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.